Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there was no native pyxis functionality to automatically link or merge emergency department and inpatient admissions in a manner that carried ed orders forward to the new inpatient visit. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the interface between our epma system and pyxis did not seem to correctly pick up some coamoxiclav prescriptions. For one patient, it pulled the prescription through but showed that it had stopped (even though it remained active on epma), and for another patient, it did not show at all. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.